Event description:
During a cataract extraction procedure, particulate was seen in the eye while using this phacoemulsification handpiece. All of the particulate was able to be aspirated.

Manufacturer narrative:
Information received from the contact indicates that this handpiece will not be returned.